Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2009, pt reported his infusion device displayed an e4 (occlusion) error during a bolus. Pt stated his blood glucose reading was 328 mg/dl. Pt's normal blood glucose is 140 mg/dl. Pt reported his insulin cartridge has less than 11 units of insulin or less remaining. Advised pt to insert a new insulin cartridge. Pt was able to prime until insulin flowed out of the end of the existing infusion tubing and connect to the existing infusion site. Pt bolused 16 units of insulin successfully. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.